Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with power error due to electrical board connector resistance issue. Unexpected battery power loss not found during testing. Device passed the displacement test, sleep current test and active current test.